Manufacturer narrative:
The device sample was not received by the MFR at the time of this report.

Event description:
Complaint alleges: the customer reports that the catheter broke itself in 2 pieces. No pt injury reported.